Event description:
It was reported that this patient with a pacemaker reported feeling dizzy after waking up. The patient's heart rate (hr) was showing around 47 beats per minute (bpm). Technical services (ts) was consulted and referred the patient to the device-following medical doctor (md). The patient was seen by the md and rythmiq was turned off. The patient suspected medication may have caused the dizziness. This pacemaker remains in service. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that this patient's heart rate was elevated. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received and noted this patient was seen in the clinic for reprogramming. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in section b5.

Manufacturer narrative:
This report is being submitted to update the information in section b5.

Event description:
It was reported that this patient with a pacemaker reported feeling dizzy after waking up. The patient's heart rate (hr) was showing around 47 beats per minute (bpm). Technical services (ts) was consulted and referred the patient to the device-following medical doctor (md). The patient was seen by the md and rythmiq was turned off. The patient suspected medication may have caused the dizziness. This pacemaker remains in service. No additional adverse patient effects were reported. Upon receiving additional information, it was reported that this patient's heart rate was elevated. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker reported feeling dizzy after waking up. The patient's heart rate (hr) was showing around 47 beats per minute (bpm). Technical services (ts) was consulted and referred the patient to the device-following medical doctor (md). The patient was seen by the md and rythmiq was turned off. The patient suspected medication may have caused the dizziness. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.